Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had error code messages. The customer's blood glucose level was unknown. The customer also reported that the insulin pump had unexplained no delivery alarms and they had to double press buttons to get to respond act button. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Pump was received with a normal operating current. Insulin pump was monitored for several hours and no unexpected low battery alert noted. Also, no unexpected error message and no excessive no delivery alarm noted during the testing. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector lcd locked properly during visual inspection. (B)(4).